Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device audio failed. This was an out of box failure and noted before the device was put into use. There was no patient involvement.